Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/bilateral pelvic pain/pelvic pain whenever she was lying down") and salpingitis ("background mild chronic inflammation (fallopian tubes)") in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia/pain during intercourse"), constipation ("constipation"), irritable bowel syndrome ("irritable bowel syndrome"), fallopian tube enlargement ("mild dilation of the fallopian tubes"), abdominal pain lower ("cramping") and salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with laxatives, hormonal contraceptives for systemic use, analgesics and surgery (robotically-assisted total laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, constipation, irritable bowel syndrome, fallopian tube enlargement, abdominal pain lower and salpingitis had resolved. The reporter considered abdominal pain lower, constipation, dyspareunia, fallopian tube enlargement, irritable bowel syndrome, pelvic pain and salpingitis to be related to essure. The reporter commented: on or around (B)(6) 2015, plaintiff underwent a diagnostic laparoscopy due to chronic pelvic pain. She was prescribed different medications, for constipation and hormone replacement therapy, in an attempt to treat her chronic pelvic pain. She continued to take an over the counter pain reliever almost daily to treat her pain. On or around (B)(6) 2017, she underwent a robotically-assisted total laparoscopic hysterectomy with bilateral salpingo-oophorectomy vaginal vault suspension for chronic pelvic pain and post essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: confirmed that both fallopian tubes were occluded the pathology report for the procedure noted that the essure coils were removed and also noted a normal uterus, cervix and ovaries with mild dilation of the fallopian tubes. Most recent follow-up information incorporated above includes: on 14-jun-2018: summons received: new reporter and events cramping and background mild chronic inflammation (fallopian tube) added and outcomes updated to recovered / resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("background mild chronic inflammation (fallopian tubes)") and pelvic pain ("chronic pelvic pain/bilateral pelvic pain/pelvic pain whenever she was lying down") in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 1 year 10 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia/pain during intercourse"), constipation ("constipation"), irritable bowel syndrome ("irritable bowel syndrome"), fallopian tube enlargement ("mild dilation of the fallopian tubes"), abdominal pain lower ("cramping") and frustration tolerance decreased ("frustration"). The patient was treated with laxatives, hormonal contraceptives for systemic use, analgesics and surgery (robotically-assisted total laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the salpingitis, pelvic pain, dyspareunia, constipation, irritable bowel syndrome, fallopian tube enlargement, abdominal pain lower and frustration tolerance decreased had resolved. The reporter considered abdominal pain lower, constipation, dyspareunia, fallopian tube enlargement, frustration tolerance decreased, irritable bowel syndrome, pelvic pain and salpingitis to be related to essure. The reporter commented: on or around (B)(6) 2015, plaintiff underwent a diagnostic laparoscopy due to chronic pelvic pain. She was prescribed different medications, for constipation and hormone replacement therapy, in an attempt to treat her chronic pelvic pain. She continued to take an over the counter pain reliever almost daily to treat her pain. On or around (B)(6) 2017, she underwent a robotically-assisted total laparoscopic hysterectomy with bilateral salpingo-oophorectomy vaginal vault suspension for chronic pelvic pain and post essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: confirmed that both fallopian tubes were occluded. Laparoscopy: on (B)(6) 2015: both left and right essure coils were located. The pathology report for the procedure noted that the essure coils were removed and also noted a normal uterus, cervix and ovaries with mild dilation of the fallopian tubes. Most recent follow-up information incorporated above includes: on 16-aug-2018: legal claim received. Event frustration was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('background mild chronic inflammation (fallopian tubes)') and pelvic pain ('chronic pelvic pain/bilateral pelvic pain/pelvic pain whenever she was lying down/worsening pain') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year 10 months after insertion of es(B)(6) sure. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia/pain during intercourse"), constipation ("constipation"), irritable bowel syndrome ("irritable bowel syndrome"), fallopian tube enlargement ("mild dilation of the fallopian tubes"), abdominal pain lower ("cramping"), frustration tolerance decreased ("frustration") and genital haemorrhage ("worsening abnormal bleeding"). The patient was treated with analgesics, drugs for constipation, hormonal contraceptives for systemic use and surgery (robotically-assisted total laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the salpingitis, pelvic pain, dyspareunia, constipation, irritable bowel syndrome, fallopian tube enlargement, abdominal pain lower and frustration tolerance decreased had resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain lower, constipation, dyspareunia, fallopian tube enlargement, frustration tolerance decreased, genital haemorrhage, irritable bowel syndrome, pelvic pain and salpingitis to be related to essure. The reporter commented: on or around (B)(6) 2015, plaintiff underwent a diagnostic laparoscopy due to chronic pelvic pain. She was prescribed different medications, for constipation and hormone replacement therapy, in an attempt to treat her chronic pelvic pain. She continued to take an over the counter pain reliever almost daily to treat her pain. On or around (B)(6) 2017, she underwent a robotically-assisted total laparoscopic hysterectomy with bilateral salpingo-oophorectomy vaginal vault suspension for chronic pelvic pain and post essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: confirmed that both fallopian tubes were occluded. Laparoscopy - on (B)(6) 2015: results: both left and right essure coils were located. Diagnostic results: the pathology report for the procedure noted that the essure coils were removed and also noted a normal uterus, cervix and ovaries with mild dilation of the fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-sep-2020: quality-safety evaluation of ptc. Incident: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('background mild chronic inflammation (fallopian tubes)') and pelvic pain ('chronic pelvic pain/bilateral pelvic pain/pelvic pain whenever she was lying down/worsening pain') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year 10 months after insertion of essure. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia/pain during intercourse"), constipation ("constipation"), irritable bowel syndrome ("irritable bowel syndrome"), fallopian tube enlargement ("mild dilation of the fallopian tubes"), abdominal pain lower ("cramping"), frustration tolerance decreased ("frustration") and genital haemorrhage ("worsening abnormal bleeding"). The patient was treated with analgesics, drugs for constipation, hormonal contraceptives for systemic use and surgery (robotically-assisted total laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the salpingitis, pelvic pain, dyspareunia, constipation, irritable bowel syndrome, fallopian tube enlargement, abdominal pain lower and frustration tolerance decreased had resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain lower, constipation, dyspareunia, fallopian tube enlargement, frustration tolerance decreased, genital haemorrhage, irritable bowel syndrome, pelvic pain and salpingitis to be related to essure. The reporter commented: on or around (B)(6) 2015, plaintiff underwent a diagnostic laparoscopy due to chronic pelvic pain. She was prescribed different medications, for constipation and hormone replacement therapy, in an attempt to treat her chronic pelvic pain. She continued to take an over the counter pain reliever almost daily to treat her pain. On or around (B)(6) 2017, she underwent a robotically-assisted total laparoscopic hysterectomy with bilateral salpingo-oophorectomy vaginal vault suspension for chronic pelvic pain and post essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: confirmed that both fallopian tubes were occluded. Laparoscopy - on (B)(6) 2015: results: both left and right essure coils were located. Diagnostic results: the pathology report for the procedure noted that the essure coils were removed and also noted a normal uterus, cervix and ovaries with mild dilation of the fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: plaintiff fact sheet received. Reporter added. Events worsening abnormal bleeding was added and event worsening pain was clubbed with pelvic pain incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/bilateral pelvic pain/pelvic pain whenever she was lying down") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia/pain during intercourse"), constipation ("constipation"), irritable bowel syndrome ("irritable bowel syndrome") and fallopian tube enlargement ("mild dilation of the fallopian tubes"). The patient was treated with laxatives, hormonal contraceptives for systemic use, analgesics and surgery (robotically-assisted total laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, constipation, irritable bowel syndrome and fallopian tube enlargement had resolved. The reporter considered constipation, dyspareunia, fallopian tube enlargement, irritable bowel syndrome and pelvic pain to be related to essure. The reporter commented: on or around (B)(6) 2015, plaintiff underwent a diagnostic laparoscopy due to chronic pelvic pain. She was prescribed different medications, for constipation and hormone replacement therapy, in an attempt to treat her chronic pelvic pain. She continued to take an over the counter pain reliever almost daily to treat her pain. On or around (B)(6) 2017, she underwent a robotically-assisted total laparoscopic hysterectomy with bilateral salpingo-oophorectomy vaginal vault suspension for chronic pelvic pain and post essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed that both fallopian tubes were occluded the pathology report for the procedure noted that the essure coils were removed and also noted a normal uterus, cervix and ovaries with mild dilation of the fallopian tubes. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.